Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced sustained ventricular tachycardia during impella 5.5 support. The patient was cardioverted to treat the condition. An echocardiogram was utilized following the event and it was noted that the pump was too deep. The pump was subsequently repositioned and support with the pump continued.

Manufacturer narrative:
The investigation into the vf/vt/af/at (sustained ventricular tachycardia) issue has been completed since the original report was filed. The pump was returned for investigation. To determine the true root cause of the vt/vf, relevant clinical information related to cardiac arrythmia would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6b added.